Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the unit not switching on. The customer reported that there was no patient involvement.

Manufacturer narrative:
The key market indicated the unit was checked and found the power supply and blower were faulty. The key market indicated that the unit was repaired by replacing the power supply, blower assembly, and blower motor controller pcb to address the reported problem. The unit operates normally and returned back to service.